Event description:
PICC nurse tried advancing PICC twice on the right side. Was unable to advance so moved to the left and had no problem placing the catheter. Pt complained of chest pain during the procedure. Once the PICC was placed, the pt complained of more chest pain. Found metal fragment in pt. A 3 cm long metal fragment lodged in the pt's pulmonary artery. It is unknown whether or not the metal fragment came from the PICC guidewire. The guidewire was not kept. Pt too sick to remove fragment. May remove at a later time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the fragment remains in the pt. A lot history review (lhr) of revk0044 showed no other similar product complaint(s) from this lot number.